Event description:
It was reported that the patient presented in clinic for follow-up after remote transmissions revealed out of range pacing lead impedance. Upon interrogation, the right atrial lead exhibited high pacing impedance. No other lead issues were noted. No device intervention was performed. Patient was stable and will continue to be monitored.